Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unspecified reason. The device was removed and replaced with a new aus system. No information about the patient's outcome was provided. Additional information received. The old aus device stooped working. Possible atrophy. All original components were discarded and a new 3.5 cm cuff was placed. The patient is currently recovering.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to the device stooped working. Possible atrophy. All original components were discarded and a new 3.5 cm cuff was placed. The patient is currently recovering.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.